Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor on the compact air drive device was seized, jammed and heavy moving. It was also noted that the device failed pre-test for triggers for forward and reverse mode, power with test bench, starting behavior, untrue running and excessive noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervetion or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.